Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer's blood glucose was 359 mg/dl. Customer reported that reported that battery was not previously used, insulin pump was not dropped or bumped and battery cap was not loose or cracked. Customer would change battery and monitor insulin pump.